Manufacturer narrative:
(B)(4).

Event description:
A device infection was reported after the patient experienced enterococcus bacteremia from PICC source that was complicated by both ICD infection (on ra lead) and lumbar spine diskitis. Patient was discharged with IV antibiotics and this system will be explanted in the near future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.